Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained oversensing due to diaphragmatic myopotential oversensing on the device. Technical support was contacted and recommended reprogramming to resolve the event. The patient was stable with no adverse consequences reported.